Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. A manufacture representative reported that the system had been used a few time since the reported issue without any issues. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, after successfully registering, the system booted the user out of the application to the blue medtronic screen. The representative instructed the site to reboot the menu. Rebooting the system seemed to correct the issue. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the issue was related to the software. If information is provided in the future, a supplemental report will be issued.